Event description:
IV catheter malfunctioned during insertion. Needle would not retract after catheter was inserted into the vein. User at risk for needle stick.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Correction: (e) FDA notified? Yes. Additional information: (h) attached medwatch and added report number. Investigation results: root cause couldn't be determined due to unavailability of sample information. This is the 1st complaint for needle retraction failure for material 382544 & batch 5030829. DHR for final lot number 5030829 has been reviewed. No quality issues or process deviations were found for needle retraction failure. A review of the applicable risk documents indicate that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.